Event description:
Per information provided: (B)(6)2009 - patient was diagnosed with large incisional hernia, ventral hernia and umbilical hernia thereby underwent laparoscopic repair with implant of composix mesh (device 1 and 2). Per op notes, ¿the hernia adherent to the abdominal wall was identified which was dissected. A composix mesh (device 1) was placed and tacked. It was noticed that the part of the lower infraumbilical hernia was still visible, so another composix mesh (device 2) was placed and tacked.¿ (B)(6)2017- patient experienced lower abdominal pain. (B)(6)2018 - patient was diagnosed with recurrent ventral hernia, thereby underwent open repair with excision of composix mesh (device 1 and 2) and implant of ventralight st using echo (device 3). Per op notes, ¿adhesiolysis was performed where the omentum and composix mesh (device 1 and 2) were excised. Hernia identified in lower right side of abdomen with incarcerated omentum and another hernia present just lateral to this. She had these hernias repaired with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. This MDR represents the composix mesh (device 2). An additional supplemental emdr was submitted to represent the composix mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.